Event description:
This adverse event is no longer reportable because the perforation was not due to the elca device; rather it was a wire from a different manufacturer.

Manufacturer narrative:
B5/h1/h6) based on new information received, this has been determined as no longer reportable. The perforation was not due to the elca device; rather it was a wire from a different manufacturer. Although the philips rep used the device off-label, this did not cause or contribute to the perforation. Therefore, the following codes were updated: medical device problem code a2304- "off-label use" is no longer applicable. Investigation findings code updated from c23- "usage problem identified" to c20- "no findings available". Revert back to initial MDR code. Investigation conclusion code updated from d1103- "cause traced to intentional off-label, unapproved, or contraindicated use" to d20- "cause traced to another device". Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
A2) patient age and date of birth - not available from the facility. A4) patient weight - not available from the facility. A5) patient ethnicity - not available from the facility. A6) patient race - not available from the facility. B6/b7) patient information regarding relevant tests/laboratory data or medical history - not available from the facility. D4) device serial number - not available from the facility. H3) the device was discarded, thus no device evaluation could be completed. H6) perforation of vessels is a known risk of complication with use of the elca device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A coronary atherectomy procedure commenced to treat in stent restenosis in the left anterior descending (lad) artery. A spectranetics elca coronary laser atherectomy catheter and a non-philips rotablator were used to treat the patient. After multiple runs, a perforation was noted in the lad. Rescue efforts began immediately, including a covered stent to seal the perforation, and the procedure was completed. The patient survived the procedure. This report captures the elca in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
B5) additional information provided by the philips rep stated the elca was lasing in contrast when the perforation occurred. H6) the elca was used in an off-label manner (lasing in contrast). The IFU states, "flush all residual contrast media from the lasing site and vascular structures adjacent to the lasing site, prior to activating the laser system." All other codes in the initial MDR remain applicable. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A coronary atherectomy procedure commenced to treat in stent restenosis in the left anterior descending (lad) artery. A spectranetics elca coronary laser atherectomy catheter and a non-philips rotablator were used to treat the patient. After multiple runs while lasing in contrast (off-label use), a perforation was noted in the lad. Rescue efforts began immediately, including a covered stent to seal the perforation, and the procedure was completed. The patient survived the procedure. This report captures the elca in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.